Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent an off-label transfemoral tpvr procedure with a 23mm sapien 3 valve inside a pre-existing 23mm sapien 3 valve in pulmonic position due to regurgitation approximately 9 years post initial s3 implant.

Event description:
As reported by a field clinical specialist, a patient underwent an off-label transfemoral tpvr procedure with a 23mm sapien 3 valve inside a pre-existing 23mm sapien 3 valve in pulmonic position due to regurgitation approximately 8 years and 11 months post initial s3 implant. The initial 23mm sapien 3 valve was implanted off-label via transvenous approach inside a conduit.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information and engineering evaluation findings. Sections a2, b4, d4, g3, g6, h2, h4, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Sections b5 and d6a have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for unknown regurgitation was confirmed per report of fcs (field clinical specialist). The reported event does not allege a malfunction that may be related to an edwards (ew) manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in native pulmonic position for this case. Therefore, it was off label operation. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "a patient underwent an off-label transfemoral tpvr procedure with a 23mm sapien 3 valve inside a pre-existing 23mm sapien 3 valve in pulmonic position due to regurgitation approximately 9 years post initial s3 implant." Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.